Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "peelaway sheath broke prematurely before it completely peeled to the distal tip of the sheath, the product was not saved and the lot number is unknown. They were able to use the hemostats to peel the rest of sheath off of the catheter and the procedure was completed without incident." No patient injury or complication reported. The patient's condition is reported as fine.